Event description:
Per letter from attorney: "plaintiff alleges that dr cut, broke off, or left a portion of the catheter in the pt's body during a surgical procedure." No other info is available at this time.